Event description:
A caller left a message in corporate product surveillance 800 number voicemail in 2009, at 5:08 pm with a problem regarding mini-caps. The mini-caps are falling off the transfer set. Caller gave lot number 806l06072 and this has occurred with two patients. The nurse contacted product surveillance with additional information regarding the minicaps falling off. The nurse clarified the lot number involved was h06l06072. She stated the home patient (hp) was in the shower when the mincap fell off. The hp did not notice any obvious defects with the minicap. The sample was discarded. The hp was given 1 gram of ancef as a prophylactic treatment. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Per the nurse, the sample was discarded. A batch review has been initiated for the lot number provided. A follow up reported will be sent with the results of the batch review.